Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received any suspect parts from the customer for evaluation. A carefusion field service representative has gone onsite and has evaluated the unit but the results of the evaluation is currently pending.

Event description:
The customer stated that this 3100a high frequency oscillating ventilator (hfov) was being used on a patient. The patient experienced an oxygen desaturation episode and it was reported that there might have been an unconfirmed led light present on the device. Alternate ventilation was provided by changing out the unit to a known good 3100a hfov. However, the patient continued to experience oxygen desaturation and it was determined by the end-user that the desaturation episode was not due to a malfunction of the ventilator but rather to the patient's condition. It was later discovered that the driver displacement indicator had drifted and required calibration, so the customer is asking for carefusion to evaluate the device.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found the voltages to be within specifications and the patient circuit calibration was reading above 50 cmh2o. The fsr calibrated the unit and performed the alarm checkout. The unit is operating per specifications and is ready for use.